Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise was measured to be 60.2°f. The rate of temperature rise was above threshold at 6°f/sec. The likely cause was identified as worn rear bearings and broken shaft. It was also noted that the motor seized. This type of failure is associated with pr# (B)(4). The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with no reported malfunction. It was reported that there was no patient or staff impact. It was noted upon evaluation that the device overheated above threshold. On follow-up, it was confirmed that there was no patient impact and no procedure delay. It was also added that no further information can be provided regarding the event.